Manufacturer narrative:
The fe checked the vistro files for the brightness level of the camera and determined that the camera was not at its optimal settings. The fe performed optimization and adjustments to the gel camera, returning the analyzer to expected operation.

Event description:
The customer reported that the ortho provue analyzer interpreted a known positive sample containing anti-jka as negative. The customer visually reviewed the gel cards processed on the provue, and indicated that they appeared to be weakly positive. The sample reacted positive in tube method. The patient's test results did not match historical data and the tube method, preventing erroneous test results from being released. False negative results may result in transfusion of incompatible blood.